Event description:
Gambro technical service identified a leak to atmosphere from the air separator assembly during preventive maintenance. The assembly was replaced and returned to the manufacturer. No patient involvement was reported.